Event description:
It was reported that the patient returned to the hospital some weeks ago due to due to a loss of therapeutic effect of the stimulation only in the right side. The physician decided to increase the amplitude of the right side from 3.0ma to 3.5 ma. Two days ago the patient attempted to commit suicide. The physician suspected the behavior was due to the fast increase of the amplitude, and he decreased the amplitude of the right side to 3.1ma. It was noted that the patient suffered a hand injury.

Manufacturer narrative:
Product ID 37085-60, serial # unknown, implanted: (B)(6) 2011, product type extension; product ID 3389, serial # unknown, implanted: (B)(6) 2011, product type lead; product ID 37085-60, serial # unknown, implanted: (B)(6) 2011, product type extension; product ID 3389, serial # unknown, implanted:(B)(6) 2011, product type lead.